Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the cartridge was cracked. There was no reported impact to the customer's blood glucose (bg) level regarding the cartridge alarm 1. However, there was no impact to the customer's bg level regarding the occlusion alarm. Reportedly, the customer would change the cartridge and the customer declined troubleshooting with tandem's technical support.